Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: anchor.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient reported to the health care provider office with a sore, bulging area to the right of the midline. It was suspected by the health care provider that this was the anchor site that is swollen and it has reacted. The health care provider requested a scheduled explant of the entire spinal cord stimulation system as soon as insurance approves. The health care provider recommended a ¿new and improved¿ system replace the existing system. No external factors were noted to have occurred which may have led to the sore/bulging area. No further complications were reported or anticipated.